Event description:
A slight amount of blood backed into the catheter port of the safety chamber. On 4/30/98, datascope was notified that there was no iab to return for eval. [Event complications]: none from the event-reported 4/27/98. [Pt's current status]: unk-rpt'd 4/27/98.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 5/12/98).